Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. During a getinge-serviced preventative maintenance (pm), the batteries failed to meet the minimum run time. The service representative replaced the batteries, in addition to expired safety disk. The service representative completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp unit passed all functional and safety tests per factory specifications; returned to customer and cleared for clinical use.

Event description:
During a scheduled preventative maintenance (pm) by a getinge account service representative, the intra-aortic balloon pump (iabp) batteries failed to meet the minimum run time. There was no patient involvement, thus no adverse event was reported.